Event description:
The customer reported the device over infused. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Functional testing performed found the pump module to be delivering fluid out of specification. Rate calibration was performed. After calibration, the device delivered fluid within specification. The root cause of the overinfusion was an improperly calibrated pump module.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device over infused. There was no report of patient harm.